Event description:
It was reported that an emt received an injury while using a powered cot during use. There was no alleged product malfunction reported with the alleged event. No further information was provided.

Manufacturer narrative:
It was identified by the customer that no further information regarding the alleged event was able to be provided at this time.

Event description:
It was reported that an emt received an injury while using a powered cot during use. There was no alleged product malfunction reported with the alleged event. No further information was provided.